Event description:
It was reported that a home patient (hp) had received a system error 2367 (resume error, critical error found) alarm. This occurred on a homechoice (hc) machine, during use, while the patient was connected. There was nothing unusual noted with the setup. The technical service representative (tsr) explained the alarm and attempted to clear the alarm. The hc was still alarming and the display was not lighting up. The tsr arranged to swap the machine. There was patient involvement, however no adverse event was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.